Event description:
The endoscopic support specialist (ess) reported that during an onsite reprocessing observation/in-service at the customer¿s site, it was noted that the scope was being improperly reprocessed. The ess noted that the staff was not flushing the auxiliary channel during pre-cleaning. During reprocessing the staff did not leak test the scopes or flush the auxiliary channel with detergent. During the manual high level disinfection (hld) process the scope was just placed in the cidex without any flushing of the channels. There were no associated patient infection reported.

Manufacturer narrative:
As part of our investigation, while onsite the ess performed a reprocessing in-service and infection control training for the facility¿s staff. The in-service covered infection control information referenced in the user manual and reprocessing manual. In addition, the reprocessing step which included precleaning, leak testing, manual cleaning, channel brushing and flushing were covered and demonstrated in accordance with the manufacturer¿s recommendations. The ess reported that the customer uses an automatic endoscope reprocessor (aer) to reprocess their scopes. The ess recommended that the customer contact the manufacturer of that equipment for proper use. The ess reported after the in-service the facility cancelled their procedures scheduled for (B)(6) 2021 and that the customer would be contacted by their local olympus endoscopy representative to assist the customer with obtaining the proper reprocessing equipment (mh-856", air/water channel cleaning adapter "mh-948", injection tube "mh-946", leak tester "mb-155', and mu-1). The ess reported that a follow up appointment has been scheduled with the customer. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, it is likely that insufficient training for staff on device handling and reprocessing in accordance with instructions for use (IFU) caused the event. A definitive root cause cannot be identified. ·IFU (reprocessing manual) warns on insufficient reprocessing as follows: " 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.